Manufacturer narrative:
Additional information: a DHR review was conducted, and no issues were identified. Bd pas acknowledges that the customer has had an issue with the incident lot. Based on the severity and occurrence of the reported condition there will be no further actions. Review of the returned samples and/or photograph(s) confirmed pic pas-002-pic (collapsed tubes) was appropriate. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd pas business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd vacutainer® lh pst¿ ii plus blood collection tubes were collapsed. No report of injury or medical intervention. No report of blood exposure to mucous membrane.

Manufacturer narrative:
Bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer¿s indicated failure mode with the incident lot was observed. Based on evaluation of the complaint information, this complaint meets the criteria for a previously investigated complaint; (B)(4) collapsed tubes.

Event description:
It was reported that bd vacutainer® lh pst¿ ii plus blood collection tubes were collapsed. No report of injury or medical intervention. No report of blood exposure to mucous membrane.